Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es single patient was not showing at station but showing at es server. The customer stated that patient on laboring floor now (can have baby at any minute) and patient had active medication that was pending, it could delay getting medications if issue not resolved quickly. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the device used in this incident, it was determined that a single patient was not appearing at the station, although they were visible on the es server. A technical support specialist looked up the patient and found that the issue was due to inactivity settings. To resolve this, the inactivity period was temporarily extended to 30 days to make the patient visible at the station. A registered nurse (rn) removed a medication for the patient to restart the inactivity clock. Afterward, the inactivity time was reset back to 10 days, and the issue was resolved. The system functioned as intended after being assessed by the technical support specialist.